Event description:
It was reported to the manufacturer by the facility ((B)(6)), the facility was getting resident out of bed with the lift. One of the legs folded in and the lift tilted sideways. Resident was still over the bed, so the resident fell back onto the mattress. The resident has no injuries. (B)(4) have been entered into our system to retrieve the lift for investigation. As of this writing, the lift has not been returned to joerns for investigation.